Event description:
It was reported that during an arthroscopic procedure the physician was utilizing a topaz microdebrider. Intra-operative the physician reported that the sheath retracted away from the distal end of the wand. No pt complications were reported as a result of this event.

Manufacturer narrative:
Additional MFR narrative: the pt identifier, age, weight and gender were not available. Due to the disclosed info that the pt is (B)(6) the wand was reportedly discarded by the facility in the appropriate manner and will not be returning to the MFR.